Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity. Clinical investigation: there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler or liberty cycler set. Additionally, there is no allegation against any fresenius product. There is a potential for fluid overload from the pd therapy drain complications and the patient history of not controlling sodium and fluid levels, which could attribute for the patient reported symptoms of chest tightness and difficulty breathing.

Event description:
A peritoneal dialysis (pd) patient reported ongoing drain complications with the liberty cycler and requested a replacement cycler on (B)(6) 2017. Follow-up information revealed that the patient was hospitalized on (B)(6) 2017 for chest tightness, difficulty breaking, sore abdomen, and not being able to drain fluid. It was reported that when the patient was hospitalized, the patient had not completed any pd treatments since (B)(6) 2017. The patient was subsequently diagnosed with peritonitis. The patient also complained of ongoing symptoms of severe constipation and nausea. The pd effluent culture was positive for gram negative citrobacter species. The source of the contamination was unknown. The patient was prescribed antibiotics and was using gentamicin cream at the catheter site. The patient¿s pd nurse also reported that the patient¿s doctor did not report any issues with the patient having difficulty breathing or chest tightness. The pd nurse reported that a potential cause for the patient¿s symptoms is fluid overload/weight gain. However, the patient is reported to be non-compliant with sodium and fluid levels. The pd nurse reported that the patient is currently recovering from the peritonitis event and continues to complete pd therapy with no reported issues.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.